Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patients reported infection resolved with sequelae (ongoing drainage). Cefepime was discontinued on (B)(6) 2020. Start date was reported as (B)(6) 2020, with a stop date of (B)(6) 2020. Type of treatment includes changes to medication; oral antibiotics to parenteral antibiotics.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the device and the reported subdural and subarachnoid hematomas could not be determined through this evaluation. According to the account, the patent sustained the head bleeds after a mechanical fall. Moreover, a specific cause for the reported chronic driveline infection could not be determined through this evaluation. It was reported that on (B)(6) 2020, the patient experienced a mechanical fall after losing his balance. Imaging was performed at an outside hospital, which showed a right parafalcine subdural hematoma and a subarachnoid hematoma. The patient was transferred to the implanting hospital, where a repeat computerized tomography (CT) scan showed worsening right frontal and left temporal contusions. The patient experienced neurological dysfunction and a neurological consult recommended the administration of fresh frozen plasma (ffp), kcentra and vitamin k to reverse his international normalized ratio (inr), and keppra for seizure prophylaxis. During the patient¿s admission for the subdural hematoma, parenteral antibiotics were administered on (B)(6) 2020. It was noted that the patient had a recurring positive pseudomonas driveline culture on (B)(6) 2020. He had a history of a highly resistant chronic bacterial driveline infection with drainage despite antibiotics. Antibiotics was discontinued and the patient was monitored for additional symptoms. However, a CT scan revealed findings consistent with focal inflammatory/infectious process without abscess. The patient was restarted on oral and parenteral antibiotics. The heartmate ii lvas instructions for use (IFU) lists bleeding, neurologic dysfunction, and infection (including driveline infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous events of infection were reported in MFR report #2916596-2020-02791, 2916596-2017-03194. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient reported having a had a mechanical fall while trying to pull up a sock and lost balance. At an outside hospital, imaging was performed which showed a right parafalcine subdural hematoma measuring up to 5.8 mm in thickness and subarachnoid hematoma. The patient was transferred to the implanting hospital and a repeat CT showed, worsening of right frontal and left temporal contusions. Neurological consult recommends fresh frozen plasma (ffp), kcentra and vitamin k to reverse the patient¿s international normalized ratio (inr) and keppra 500mg twice a day for 7 days for seizure prophylaxis. On (B)(6) 2020, while the patient was inpatient for subdural hematoma, zosyn was given. On (B)(6) 2020, the patient had another positive pseduomonas culture. The patient has had highly resistant pseudomonas aeruginosa (psa) in the past and waxing and waning drainage despite antibiotics. Additionally, history of clostridioides difficile (c.diff) infection so would avoid unnecessary antibiotics. Zosyn was stopped and the patient was monitored for additional symptoms. On (B)(6) 2020, infectious disease (ID) recommended stopping 2-day course of antibiotics as the driveline site did not seem to improve when antibiotics was given. However, on (B)(6) 2020, an ID consult said to start zosyn. The patient's CT imaging looked telling of infection with findings consistent with focal inflammatory/infectious process without abscess. Duration of antibiotics deferred to ID team. The ID team decided that the patient should switch antibiotics and started cefepime on (B)(6) 2020 and instructed to continue via intravenous (IV) every 24 hours. As of (B)(6) 2020, the patient has been on zosyn for 5 days and cefepime for 1 day. Duration of cefepime was anticipated to be 1 week. However, subject would be assessed on (B)(6) 2020 to see if more time would be warranted. On (B)(6) 2020, cefepime duration and dose was 2g IV every 24 hours for 2 weeks ((B)(6) 2020). The reported neurologic dysfunction reported to have resolved with sequelae and the patient was discharged to rehab on (B)(6) 2020 for therapy.